Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for no ventricular output. The ipg was tested after explant and still exhibited no output.